Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s3 double head pump displayed an error and stopped during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the s3 double head pump displayed an error and topped during a procedure. There was no report of patient injury.

Manufacturer narrative:
(B)(4). Sorin group received a report that the a side of the double head pump displayed an error and stopped during a procedure. The pump was rebooted and the case was finished without issue. There was no report of patient injury. The service representative could not reproduce the problem. The device worked as specified. As a precaution, the a side monitor control board was replaced. The unit was returned to service. No reports of re-occurrence have been received. No further investigation is required. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.